Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that it was observed that the forceps elevator had foreign material. Other observations for the device are: adhesive on distal end rubber coating (a-rubber) is detached; connecting tube has a buckling; grip and switch (sw) 1 have a scratch; scope (s) s-cylinder is shaved; angulation is low; and distal end cover (c-cover) is deformed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for an annual inspection. There is no harm to any patient. Upon evaluation of the returned device, it was observed that the forceps elevator had foreign material. This medwatch is being submitted for the reportable issue of foreign material in the forceps elevator as observed during device evaluation.

Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. Since the customer did not report any malfunction and only sent in the device for annual inspection at workshop, there is no record available for the device reprocessing informaiton the facility staff is trained to reprocess devices as per instructions for use and possess complete reprocessing accessories. As reprocessing of device information is unknown, the possibility of presence of foreign material in device existing despite complete reprocessing cannot be denied. In general, an air water channel cleaning adapter is used for pre-cleaning which is performed immediately after a procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.